Manufacturer narrative:
Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent an uneventful ion endoluminal lung biopsy procedure. The patient was discharged the same day without complications. The patient presented to the emergency room thirteen days after the procedure with hypoxia, and was found to have with acute chronic obstructive pulmonary disease (copd) exacerbation with pneumonia. The patient was prescribed with antibiotics (doxycycline) and steroids. The patient was discharged within 24 hours. The patient recovered from the pneumonia after ten days. The physician assessed the pneumonia as related to the procedure and patient¿s underlying disease, but not related to the use of ion devices.